Event description:
It was reported that the right ventricular lead had sudden high impedance and failure to capture at the maximum outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.